Event description:
The event involved a 7" (18 cm) smallbore pressure infusion (400psig) ext set w/remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer where the customer reported that the connector extension leaked normal saline (baxter) when attempting to flush IV line. Additionally, upon connection to closer t portion into the connector, it would still leak as side portion. The event occurred during uv flush. There was patient involvement and no human harm.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Received one (1) used a1129 smallbore pressure infusion ext set for inspection. A crack was observed on the female luer. The reported complaint of leakage can be confirmed due to the crack found. The probable cause is due to a material issue on a vendor supplied part. A device history lot # review could not be conducted because no lot number(s) was/were identified. D9 device returned to the manufacturer on 4/22/2025 corrective actions are in process.